Event description:
The customer reported an erroneous vitamin b12 result, for one patient, and erratic psa and vitamin b12 quality control (qc) values involving the access 2 immunoassay system. The customer did not indicate if the erroneous result was released out of the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. The customer attempted to calibrate both assays but both failed due to bad fit. The customer performed system check and it failed the substrate and washed percent coefficient of variation (%cv). While troubleshooting, the customer discovered the substrate fitting was loose and tightened the fitting. The customer also replaced the substrate probe and primed the substrate line. System check passed for all parameters and was within specifications. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. The likely cause of this event was a loose substrate bottle fitting at the cap.